Event description:
Cancellation report is being submitted due to the completion of the investigation on 15-feb-2024. FDA MDR reporting not required. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 15-feb-2024. FDA MDR reporting not required. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. Device evaluation: the echo-hd-19-a device of lot number c1987898 involved in this complaint was returned for evaluation, open without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The below complaints are related to this complaint file: pr 399296 ¿ impossibility of removing the needle during the puncture outside endoscopy and the sheath is damaged (twisted). Pr 407658- needle was not visible under ultrasound during the procedure. This file (pr 413071) will capture user error: puncture with no vision of needle under ultrasound during the procedure. The device related to this occurrence underwent a laboratory evaluation on 26 september 2023. The returned device lab findings and observations can be referred through the attached files. This device was evaluated under pr 399296. On evaluation of the device the following observations were made: distal end of needle examined, and no issue observed, needle examined and multiple bends observed, stylet removed from device with difficulty, stylet examined and no issues observed, stylet unable to be reinserted into device past kink below the sheath extender, distal end of stylet examined, and no issues observed, distal end of sheath examined and observed to be pierced, needle removed from device and kink below sheath extender observed. Sheath extender able to advance and retract with slight difficulty, needle handle unable to advance. A lab re-evaluation was done on 23 october 2023 and the below was observed: distal end of needle examined, and dimpling observed. The several failures observed during the lab evaluation have been investigated and captured under pr 399296. Manufacturing records: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-a of lot number c1987898 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c1987898. Instructions for use and/label: the notes section of the instructions for use, (ifu0050) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use " and ¿identify desired biopsy/injection site by endoscopic ultrasound". There is evidence to suggest that the customer did not follow the instructions for use as there was puncture with no vision of the needle by endoscopic ultrasound. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU. It is known from the available information that the user punctured with no vision of the needle by endoscopic ultrasound which is deemed to be user error as the IFU states that ¿identify desired biopsy/injection site by endoscopic ultrasound". It was noted during the laboratory evaluation that dimpling was visible on distal end of needle. The bleeding that occurred was due to this user error as there was puncture with no vision of the needle by endoscopic ultrasound. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer there was puncture of a pancreatic cyst for drainage and during the puncture there was no vision of the needle in endo echo. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU. It is known from the available information that the user punctured with no vision of the needle by endoscopic ultrasound which is deemed to be user error as the IFU states that ¿identify desired biopsy/injection site by endoscopic ultrasound". It was noted during the laboratory evaluation that dimpling was visible on distal end of needle. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Bleeding at the puncture site. As per medical advisor ¿if we can confirm that the needle should be seen in endo echo, but the user made a puncture no vision of the needle in endo echo, then the bleeding would have occurred due to user error. Complaint is confirmed based on customer and/or rep testimony.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
76-year-old patient treated for puncture of a pancreatic cyst under echoendoscope. Impossibility of removing the needle during the puncture outside endoscopy and the sheath is damaged (twisted). Clinical consequences: bleeding at the puncture site. "As per cc form": puncture of a pancreatic cyst for drainage. During the puncture no vision of the needle in endo echo. Needle came out of echo endoscope. On the table, the needle came out laterally from the sheath. Kinked needle. (B)(4) - impossibility of removing the needle during the puncture outside endoscopy and the sheath is damaged (twisted). (B)(4)- needle was not visible under ultrasound during the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Bleeding at the puncture site. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no. If no, please specify where the damage is located: no procore. 6. Was gaining access to the target site difficult? No. 7. Was the device used in a tortuous position? No. 8. Was puncture of the target site difficult?no. 9. Please describe the anatomical location of the intended target site (duodenum). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 10 cm. 11. If not with the device in question, how was the procedure performed and/or finished? Using another needle. 12. Was the device damaged in packaging prior to removal? The nurse says no. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? The endoscopic ultrasound had to be removed from the patient. To remove the needle from the working channel. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. 18. Were any other defects observed on the device prior to return? No. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? See the form 21. Was resistance felt while inserting the device through the scope? No. 22. Was the scope recently serviced / repaired? No. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? At the puncture. 24. Was the syringe used during the procedure, after the stylet was removed? No used. 25. Was difficulty experienced while retracting the needle? Yes. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 28. Was the stylet partially removed when advancing the needle into the target site? No. 29. How many samples were obtained (passes completed) with this needle? 0. 30. Did any section of the device detach inside the patient? No. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?